Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: device interaction/ damage visual inspection: unk-ria (part. No: unknown, lot. No: unknown, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that only a component, distal aspiration tube fitting/ manifold was received not the whole assembly of bone harvesting kit. The component was separated from the assembly. No damage was observed with the received component. Functional test: functional testing of the received device cannot be performed due to the received condition of the device. Dimensional inspection: dimensional inspection of the returned device was not performed at cq as no evidence of the damage was found with the component received. Document/specification review: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. But reported embedded condition and unable to assemble cannot be confirmed. Investigation conclusion: the complaint is being confirmed for unk-ria (part. No: unknown, lot. No: unknown). A definitive root cause for the reported problem could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown ria/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an ria ii surgery the drill head loosened itself from the drilling shaft. The drilling head could be recovered with the 2, 5mm drill mantel which was connected to the olive. The drilling head was reattached but came loose again and was recovered again. A new drill head with a diameter of 12mm was used after that which also loosened itself from the drilling shaft. On the x-ray it appeared that metal fragments had remained at the entrance of the medullary canal. There was a surgical delay of fifteen (15) minutes. Enough material could be harvested from the medullary cavity to complete the surgery successfully. Another piece detached from the drilling shaft end where the drill head is locked in place. The patient was reported as good after the procedure. Concomitant devices reported: reamer head f/ria 2 ø12 (part number 03.404.020s, lot 39p1189, quantity 1), drive shaft f/ria 2 l520 (part number 03.404.035, lot h860686, quantity 1). This report involves one (1) unk - ria. This is report 4 of 4 for (B)(4).